Event description:
A distributor contacted zoll to report that an (B)(6) year old male pt passed away on (B)(6) 2014. The pt entered a treatable vf rhythm at home prior to passing. The pt's wife and grandson were with the pt. Review of the pt's flags indicates the response buttons were pressed. Preventing a needed treatment from being delivered. Pt's grandson reports that neither he nor the pt's wife pressed the response buttons while the pt was in a treatable vf rhythm. The pt's wife called 911. Upon arrival, the ems disconnected the pt's battery. When the battery was disconnected, the pt was still in a treatable vf rhythm. Subsequent monitoring of the pt's rhythm was possible due to device activation.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is complete. As received, the monitor failed incoming functionality testing. Upon completion, r781 resistor on the ca board was open. The cause of the incoming test failure is the open resistors. The root cause of the open resistor was unable to be positively;y identified but could have been caused by resuscitation efforts by ems. In addition, the monitor's response buttons were fully functional upon receipt. Device eval of electrode belt sn (B)(4) is complete. As received, the belt was fully functional and able to detect and treat a pt. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4): 11/2013 - reuse.